Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal delivery the customer's bg rose to a level that was displayed as ¿high¿; however, a specific value was not provided and was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue hospitalization; however, the customer did not respond. No additional patient or event information was available.